Event description:
A middle-aged female had an interstim device placed about 10 years ago to help with urgency and frequency issues related to her interstitial cystitis. In 2013, the device was replaced. It has been shocking her recently when she turns it on. The patient has been diagnosed with erythromelalgia and questions if the device is worsening her condition.